Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined

Event description:
It was reported that a leakage occurred while using a bd phaseal¿ injector luer lock n35. The leakage was reported to be caused from the disconnection of the phaseal connection causing chemo spillage. It was also reported there was an issue with the needle of the device failing to retract thus exposing the needle. There was no report of injury, medical interventions or exposure to mucous membranes or chemo to skin, although there was mention of patients and nurses having to ¿change out of wet clothes¿.